Event description:
During an egd procedure for treatment, the guide tube detached. It was reported that the whole gold tip fell off during use. Another unit was used to successfully complete the procedure and the pt's condition was reported as fine.